Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned inside an extension guide catheter. The device was pushed distally to reveal damage to entire stent with the majority of the damage at the mid portion of the stent. The manufacturing crimp data for this device was reviewed and there were no anomalies highlighted. The maximum stent profile was within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the stent did not dislodged. The stent was damaged due to the complex procedure and calcified lesion.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-13173. It was reported that stent dislodgement occurred. A 6f guidezilla¿ ii guide extension catheter and a 4.00 x 24 synergy¿ stent were selected for a complex coronary angioplasty procedure. The synergy¿ stent became dislodged into the guidezilla¿ ii catheter when it came into contact with the calcification. It was not possible to remove the stent from the catheter. It was necessary to remove the devices together. The procedure was completed with another stent and catheter. There were no clinical consequences for the patient.